Event description:
The customer reported that there was no response from the keypad. The blood glucose reading was not given. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. No damage in the keypad assembly noted. The insulin pump was received with cracked reservoir tube lip and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.